Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with no calcification and easy to access, a 3.0x15 mm rx xience prox stent delivery system (sds) was advanced without resistance; however, when the balloon was inflated it could not inflate more than 7 atmospheres. Reportedly, the physician could not say if a balloon rupture occurred but no leaking contrast was noted. The stent was partially deployed and when the xience prox sds was withdrawn without resistance from the patient anatomy, the partially deployed stent remained in the lesion. Another balloon was advanced and the partially deployed stent was implanted to successfully treat the target lesion. The procedure was completed with good result. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was originally reported that the device would be returned for evaluation; however, additional reported information indicates that the device was discarded by the site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation or stent deployment issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.